Event description:
It was reported by the customer that during set up for the case, the control module received green cable errors. A different probe was tried with no success. A second holster was then tried with the original probe and the case was then completed with no patient consequence. The holster is to be returned for repair.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.